Event description:
A malfunction alarm was reported, displaying malf 0, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The company decided to replace the pump. The customer did not have a backup therapy available and planned to reach out to their healthcare provider.